Manufacturer narrative:
Analyzed production records, perfomed historical data analysis and trend analysis. No trend related to probable irradiation dose lots or device lots were noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Surgeon reported that the patient showed signs of swelling and some seeping around the pins 16 days post operatively. An oral antibiotic was prescribed.